Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. A product review of the meshgraft ii mesher serial number (B)(6) was not completed due to the product not being returned. Repair of the device was not performed because the product was not returned. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed. H3 other text : requested but not returned by hospital.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the mesher was not cutting through all the way. It was not cutting as deep as it should. This event occurred during surgery with no harm to patient noted. No adverse event was reported as a result of this malfunction.